Event description:
An ophthalmic surgeon reported that two eyes were observed to have a single stromal ridge line at the hinge, associated with increased opaque bubble layer (obl). One flap was more difficult to lift in that area. There was no pt harm reported. Additional info was sought and the surgeon's technician reported that the pts had good visual outcomes of 20/20 vision, and that no further info would be provided.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).